Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a patient reported they hadn't notified their managing physician because they realized the tremors are a known matter. It was suggested they have surgery on the other side but they were not willing to because they didn't get enough help from the left side. Noise and stress made the tremors worse but they had tremors all of the time. Brain stimulation was taken to resolve the bad tremors; they had cervical dystonia.

Event description:
A consumer reported they had bad tremors on the day of this report. The patient stated the tremors were not caused by a change in their therapy and they had tremors due to dystonia. The patient's indication for use is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.